Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision hip. Rep provided pre-revision x-rays, which show the head disassociated from the stem. Explant photos show black debris around the rim of the head and wear on the rim of the liner.

Event description:
Revision hip. Rep provided pre-revision x-rays, which show the head disassociated from the stem. Explant photos show black debris around the rim of the head and wear on the rim of the liner.

Manufacturer narrative:
An event regarding disassociation of a head and stem with wear of the accolade stem was reported. The event was confirmed through the image of the implant provided. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photograph provided shows a recently explanted head, stem and insert. The trunnion of the stem appears to be worn/penciled, the liner appears worn and damaged likely caused by the stump of the trunnion in direct contact with the liner, the head appears unremarkable. Medical records received and evaluation: a review of the provided information was undertaken by a clinician. The clinician concluded "based upon available information, there is no obvious cause for the problem. No procedure-related factors are evident while from the patient side no info is available although this should also not be expected for this type of problem. Even overweight does not cause such trouble. More info is required to solve this case unfortunately. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information was undertaken by a clinician. The clinician concluded "based upon available information, there is no obvious cause for the problem. No procedure-related factors are evident while from the patient side no info is available although this should also not be expected for this type of problem. Even overweight does not cause such trouble. More info is required to solve this case unfortunately. While the event was confirmed the root cause could not determined because insufficient information was provided. Additional information, including more x-ray information including lateral hip views are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.